Manufacturer narrative:
The reagent lot number is 89895601 with an expiration date of 30-nov-2026. On 07-may-2026, several rinse tubings and valves were replaced. On 13-may-2026, an image of a dripping cell rinse unit was provided. On 18-may-2026, the field service representative found a leaky cell rinse tube and adjusted the cell blank levels. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable calcium gen.2 results for 1 patient sample on a cobas 8000 c702 module. The initial result was 1.89 mmol/l, and the repeated result was 2.28 mmol/l. The sample was repeated on another module, and the result was 2.22 mmol/l. The result of 2.28 mmol/l was believed to be correct. The sample was repeated because the customer questioned the low result.